Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The distributor alleged that the display was discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 11/19/2013-device evaluation: the pump has been returned and evaluated by product analysis on 11/07/2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During testing, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Moisture was observed behind the display lens. A leak test was performed and a battery compartment leak due to a crack was found. The pump case was opened and no further evidence of moisture ingress was found. No damage was observed to the pump keypad cover. Unrelated to the complaint, the contrast keypad button was unresponsive, which has no effect on insulin delivery function; all other keypad buttons responded properly. The keypad cover was removed and contamination was found under all key contacts.